Manufacturer narrative:
This report will be amended when our investigation is complete. Returned, not yet evaluated.

Event description:
It is reported that the tibial articular surface provisional was discovered broken after surgery in sterilization.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information, which was incorrect at the time of initial follow up. Review of the device history record and receiving inspection report identified no deviations or anomalies. Visual inspection of the returned tibial articular surface provisional (tasp) reported that it is fractured (all pcs returned) and has some type of cosmetic damage (nicks/gouges/dents/scratches). This device is used for treatment. The complaint is considered confirmed as the returned device was fractured. The likely condition of the part when it left zb control is considered conforming because it had a potential service life of 2 plus years before it broke and the DHR review. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice . Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue.